Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he had to push the piston down for the insulin pump to complete the rewind process. The customer also reported that the device may have had a motor error alarm about two months prior to the call. Blood glucose level at the time of the incident was 500 mg/dl. The customer was advised that he would be sent a replacement insulin pump but will not return the device for analysis.